Event description:
Per the surgeon, the electrode migrated into the external auditory canal. During cerumen removal from the external auditory canal, the surgeon took some electrodes out. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.